Manufacturer narrative:
It was reported by customer that the tubing leaked saline from the y-site above the slide clamp. Three samples of material number 2426-0007. Visual examination was conducted and no damages or abnormalities were identified. The infusion sets were then primed and a leak was immediately identified at the outlet port of the second y-site smartsite. Further investigation of samples show that the bond between the smartsite outlet port and the tubing is lacking solvent allowing for fluid to leak out. The customer complaint of leakage was confirmed. The investigation for root cause was forwarded to the manufacturing location. After the investigation it was determined that the root cause of the failure was due to tubing damaged during the production process. An incorrect polishing specification with the assembly equipment was identified as the root cause in creating the issue. As a corrective action, a work order was issued to change the specification of the equipment used for the assembly. Additionally, a quality alert was created and communicated to reinforce the verification of the parts before placing them into the assembly equipment. A device history record review for model 2426-0007 lot number 25025086 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that spiked a saline bag and tubing leaked saline from the y-site above the slide clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.